Event description:
It was reported that a patient underwent an excision of left conjunctival mass under local anesthesia on (B)(6) 2022 and suture was used. The procedure was smooth. The patient developed post-op inflammation. After the surgery, the patient complained that the wound suture was itchy and uncomfortable, and the comfort level was reduced. The patient was treated with fluorometholone eye drops as instructed by the doctor. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the onset date of the itchy uncomfortable feeling? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after treatment with fluorometholone eye drops? Was any other medical or surgical intervention provided? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
(B)(4) date sent to the FDA: 1/17/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's weight and bmi at the time of index procedure: unk. On what tissue was the suture used? Skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? -continuous how was the suture originally tied (multiple knots, square knot, etc.)? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. What was the onset date of the itchy uncomfortable feeling?- the same date of procedure. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure?unk. Were cultures performed? Results? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?unk. Were there all symptoms resolved after treatment with fluorometholone eye drops? Yes. Was any other medical or surgical intervention provided? No. What is the patient's current status? Good. If applicable, will product be returned? If so, please provide the return date and tracking information. No. Surgeon¿s name? Unk.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was obtained: after investigation, the specific sewing method was continuous suturing, and the sutured tissue was ocular skin.